Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
One patient sample was provided for investigation. The ft3 results observed by the customer could not be reproduced during the investigation. The sample was measured on a competitor analyzer which verified the elecsys results for ft3 and ft4. The tsh result was also similar when tested on the competitor's analyzer, confirming the original (elecsys) clinical decision. Based on the investigation, an elecsys assay related issue could be excluded. The patient was being treated with frusemid which is known to cause elevated recovery for ft3. This is documented in the limitations- inteference section of the package insert. No adverse events were reported.

Manufacturer narrative:
New additional information received by the customer: all cobas 6000 e601 ft3 and ft4 results were in pmol/l. All cobas 6000 e601 tsh results were in miu/l. The reagent lot number for ft4 was 157677. The reagent lot number for tsh was 157328. The centaur ft3 (3.2 pmol/l) and ft4 (13.3 pmol/l) results were generated (B)(6) 2010. The centaur tsh (6.854 niu/l) result was generated (B)(6) 2010. Additional relevant patient results were provided: lh = 62.28 miu/ml cortisol = 536.6 nmol/l ca 15-3 = 54.80 u/ml cea = 5.1 ng/ml vitamin b12 = 710.9 pmol/l ferritin = 56.77 (units of measure not provided) folate = 11.88 (units of measure not provided).

Manufacturer narrative:
The ft3 reagent lot number was provided, lot 156811. A new sample from the patient was collected (B)(6) 2011 and generated tsh result 7.93 uiu/ml, ft4 result 14.5 pmol/l and ft3 result 9.22 pmol/l.

Event description:
The customer received questionable free triiodothyronine (ft3), free thyroxine (ft4) and thyrotropin (tsh) results for one patient sample. The patient was born in (B)(6). The initial ft3 result was 7.64 miu/l, initial ft4 result was 18.71 pmol/l and tsh was 5.72 pmol/l. The sample was repeated on (B)(6) 2010 and recovered ft3 result 9.01 miu/l, ft4 result 17.88 pmol/l and tsh result 4.7 pmol/l. The tsh results were generated using expired tsh reagent, lot number 157328. A new lot of tsh reagent was loaded onto the analyzer, lot number 158999, and the sample was repeated. The sample was repeated on (B)(6) 2010 (using new reagent lot) and recovered ft3 result 9.22 miu/l, ft4 result 14.54 pmol/l and tsh result 7.93 pmol/l. The physician questioned the abnormal thyroid function test results and the sample was repeated using competitor assays. The second week of (B)(6) (specific date not provided), the sample was repeated on an architect analyzer. The tsh result was 5.59 miu/l and the ft4 result was 12.72 pmol/l. The sample was repeated (B)(6) 2010 using a centaur analyzer. The tsh result was 6.854 miu/l, the ft3 result was 3.2 pmol/l and the ft4 result was 13.3 pmol/l. All the thyroid function test results generated from the cobas 6000 e601 analyzer were reported to the requesting doctor. The patient was not harmed by the event. The patient's current condition is "still under diagnosis". The ft3 and ft4 reagent lot numbers were not provided.